Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a procedure performed on (B)(6), 2012.according to the complainant, the patient was implanted with an obtryx sling as treatment for urinary incontinence. After three months, upon follow up check up, she experienced bladder perforation in the region of the trigone just below the right ureteral orifice. The perforation resulted in urine dissecting around the sling from the perforation site. The tract distended so there was no tissue integration with the sling. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.